Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber does not exhibit signs of usage; the fiber is broken within the white tubing at 8.25 inches from control knob, between the connector and control knob; the fiber was tested with hene laser fixture, aim beam is present at location of the break; the white tubing does not exhibit signs of melting at the break. Probable root cause: based on the device analysis, the probable root cause of the failure could not be established based on the results of the investigation. Additional information: review of lot 721h DHR did not indicate any failures upon the final inspection.

Event description:
It was reported that during a bph surgical procedure at 0 joule and 0 minute, when the fiber was connected to the laser it was noted that aim beam was visible at the middle part of the fiber and the fiber was noted to be broken in the middle. The fiber was exchanged and the procedure was completed utilizing a second fiber. Patient outcome: no injury to the patient was reported.